Event description:
It was reported, prepared with a 4.5 cementless broach; went to implant final implant size 4.5 and it was countersunk to where the broach sat. It was further reported that the broach was visibly bigger than the implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.